Event description:
It was reported that the room nurse had patient on arctic sun device, and it was alerting 113(reduced water temperature control). Patient temperature (pt) was 37.4c, targeted temperature (tt) was 37c, water temperature (wt) was 11.5c, flow rate (fr) was 3.0l/m, chiller temperature (t4) was 9.8, circulation pump command (cpc) was 89 percentage, mixing pump command (mpc) was 100 percentage, system hours were 4230.8, pump hours were 3868.7. Informed inquirer that they need to send device to biomed as it looks like the pump was going out. Per follow up information received via phone on (B)(6) 2024, it was reported that there was no impact to the patient and therapy was completed on a second device. Nurse contacted mis and due to the alarms, they were advised to send the device to biomed and switch devices. The device was sent to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the room nurse had patient on arctic sun device, and it was alerting 113 (reduced water temperature control). Patient temperature (pt) was 37.4c, targeted temperature (tt) was 37c, water temperature (wt) was 11.5c, flow rate (fr) was 3.0l/m, chiller temperature (t4) was 9.8, circulation pump command (cpc) was 89 percentage, mixing pump command (mpc) was 100 percentage, system hours were 4230.8, pump hours were 3868.7. Informed inquirer that they need to send device to biomed as it looks like the pump was going out. Per follow up information received via phone on 05jun2024, it was reported that there was no impact to the patient and therapy was completed on a second device. Nurse contacted mis and due to the alarms, they were advised to send the device to biomed and switch devices. The device was sent to biomed. Per sample evaluation results on 12jul2024, it was reported that the circulation pump motor had dried out bearings.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.